Manufacturer narrative:
The device was in clinical use at the time of the incident, (B)(6) 2016. Premature baby was born and caregivers working on the baby had to perform resuscitation. The nurse attached the lncs neo3 sensor to the baby ¿ monitor did not display a reading. The nurse switched the lnc mp10 cable 3 times from the wrist to the foot then back to the right wrist. At approx. 9:28 a.m. The monitor displayed the spo2 value on the screen. The baby had to be intubated. The baby was being resuscitated when the monitoring started, so the lack of ability to monitor spo2 did not cause or contribute to the event. There was no allegation or indication of either adverse outcome or negative impact from the inability to monitor spo2. The response center engineer instructed the hospital users on spo2 monitoring to resolve this issue. No material or repair were needed. The monitor remains at the customer site. Although philips cannot rule out a product malfunction, the resolution with additional instructions, the lack of any repair needed, and the information provided by the customer "nurse stated that they did not switch the monitor from adult to neo profile¿ is most consistent with use error being the cause of this failure. The inability to measure spo2 was obvious to the clinicians; there is minimal health risk. No further investigation or action is warranted.

Event description:
The customer states that the pulse ox failed during a resuscitation. The patient needed to be intubated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was alleged that spo2 measurement failed during resuscitation, and that a premature baby had to be intubated.